Event description:
Boston scientific received information that this lv lead was dislodged and exhibited high pacing threshold. Attempts to obtain additional information were made but were unsuccessful. The product status was unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.